Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during fill 3 on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) stated that the heater line disconnected and fell from the heater bag. The technical service representative (tsr) assisted the hp in ending therapy. The tsr reviewed proper procedure with the hp. The patient planned to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a supply bag becoming disconnected from the cassette line is a known cause of air being introduced into the setup. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.